Event description:
The customer reported to olympus, the tracheal intubation fiberscope experienced a defective angle operation. There was no report of user or patient harm associated with this device. During incoming inspection, it was determined the image guide serpentine coat was peeling. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a cut on angle wire, bending section could not be controlled. In addition to the finds reported in event, connecting tube had a dent. The eyepiece was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.